Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer replaced the solenoid on the ise unit. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). The initial sodium result was 116 and the repeat result was 135. The initial potassium result was 3.4 and the repeat result was 4.0. The initial chloride result was 88 and the repeat result was 104.1. No unit of measure was provided.

Manufacturer narrative:
The unit of measure was provided as mmol/l. Additional information was provided that the field service engineer replaced both the vacuum solenoid and the sipper solenoid on the ise unit. The investigation determined the service actions resolved the issue.